Manufacturer narrative:
Continuation of d10: product ID: mc1avr1-delsys, serial# (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
T was reported that during the implant of a leadless implantable pulse generator (ipg), the patient experienced effusion and cardiac perforation. The leadless ipg was recaptured and repositioned to allow for better measurements. During the second deployment where acceptable measurements were found, effusion and tamponade occurred and the patient received pericardial drain and blood transfusion. Patient received further procedure for sternotomy and suturing of perforation. The physician suspects the injury occurred as the leadless ipg delivery system passed along the atrioventricular groove as it approached the septum. The leadless ipg remains in use.no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a5a, a5b, h11, h6 this is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc2avr1] product ID [mc2avr1-delsys] (serial: mvd634177e). D9: <(><<)>no> <(><<)>end> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.